Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported they were hospitalized with diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2025 and discharged on (B)(6) 2025. During hospitalization, bg was managed with subcutaneous insulin injections. The user believed the event may have been related to insulin losing efficacy after being frozen and thawed due to a refrigerator malfunction.